Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that almost every infusion set used was occluded or blocked causing reservoir to be unable to fill. Customer was advised to send all infusion sets back for analysis and they will be replaced. No further information provided.